Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 4 devices had malfunctioned electrical components, 3 devices had a calibration issue. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported the scale was inaccurate. No patients were involved.